Event description:
A home pt contacted baxter's tech svc center regarding a sys error 2240 message that appeared on the display of the home pt's homechoice machine during dwell of their automated peritoneal dialysis therapy. Reportedly, a supply bag fell and became disconnected from the supply line of the homechoice set during therapy for an unk reason. The home pt reconnected the supply bag to the supply line. Baxter's tech svc center assisted the home pt in ending the therapy early. Therapy was completed manually. No pt injury or medical intervention was associated with this incident per the home pt.

Manufacturer narrative:
Baxter qa dept has reviewed proper procedures with the home pt in addition to referring them to their nurse for local procedures.